Manufacturer narrative:
Submit date: 3/3/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the suction tubing in our custom packs is collapsing together during surgery causing a occlusion. The staff is of the opinion that the problem may be the soft material it is made of. ¿the defective items are in our custom packs not on the self as single items. I have no way of knowing how many are in the packs. We have had the packs for a while now and this is a new development. Also I do not know how many are in the packs at the warehouse. I will retrieve one and return it for you so please send me a shipping label. The products were used on cases. There were no delays to surgery. The suction tubing¿s were simply replaced with the separate tubing we keep on the shelf. Surgery was completed without incident.¿

Manufacturer narrative:
Corrected information: sex.. If information is provided in the future, a supplemental report will be issued.